Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-dec-2023. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Visual examination revealed embedded fm in the sidewall of the tube that did not rub off with a cotton applicator. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, there was a foreign matter (white powder) in the tube. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, there was a foreign matter (white powder) in the tube. This event occurred 1 time and no report of adverse or injury.